Event description:
Prior to insertion of the device, the surgeon noticed the product was not made to specification. Another anchor of the same lot was opened resulting in the same type of occurrence. The competitor's product was used to complete the case which was extended approximately 15 minutes.

Manufacturer narrative:
Product has not been received back from international customer. A previous investigation revealed that the toggle button used to manufacture this lot were not to print specifications. The thru hole for the positioning suture was manufactured on the wrong side of the implant. This may cause surgeons to encounter a slightly difficult time passing the anchor through the femoral tunnel and/or getting it to deploy. This would have no effect upon the patient nor would it compromise the strength of the implant.